Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred in 2007, during drain cycle 2. The pt's ultrafiltration reading was 786ml indicating the home pt (hp) drained 786ml more than their programmed fill volume of 2000ml. This info gives a total drain volume of 2786ml (2000ml + 786ml). No pt injury or medical intervention was reported. Despite repeated attempts by baxter, no add'l info could be obtained regarding this event.

Manufacturer narrative:
Add'l 510k#: k923065. Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill. Based on a review of all available therapy, alarm and event log data, the eval has determined that the most probable cause for these overfills was insufficient drain/false empty detect/multiple cycles advance to fill when slow / no flow occurred above the min drain volume threshold and user error. The initial drain alarm setting was inappropriately programmed too low (last fill- 1500ml, initial drain alarm= 50 ml). The device will be routed to the service area.